Event description:
It was reported that the patient had a transient ischemic attack (tia). The patient was hospitalized with upper left extremity numbness and weakness. Non contrast head computerized tomography (CT) and computed tomography angiography (cta) were negative. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient presented with upper left extremity numbness and weakness. Non contrast head computerized tomography (CT) and computed tomography angiography (cta) did not reveal any abnormalities, indicating that the patient experienced a transient ischemic attack (tia). Of note, it was reported that the tia was suspected to be caused by clotting following a gastrointestinal (gi) bleed. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the hvad instructions for use, tia is a known potential complication associated with the implantation of an hvad pump. There was no evidence that the patient had a history of neurological dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, including a gi bleed, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.